Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient felt syncopal during a shower. In-clinic device check showed ventricular noise reversion during the time of the shower. Patient was stable before, during and after the event.